Event description:
It was reported that the "clip was found broken during usage on the patient". Additional information states that no part or clip fell/was retained inside the patient's body. No medical intervention needed. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). As per the additional information received on 18 apr 2023, the clip did not fall into the patient's body. The applier would not be returned for investigation. No further requested information available. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number 544240 is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process". The additional test was conducted as follows: 20 samples were taken from the current production part number 544243 hemolok l clips 3/cart 42/box, lot# 73e2300854, the samples were functionally inspected, and during the test issue reported "broken parts - clip - info not provided was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the "clip was found broken during usage on the patient". Additional information states that no part or clip fell/was retained inside the patient's body. No medical intervention needed. The patient status is reported as "fine".